Event description:
Patient presented back to the physician with pain at the ipg site. Physician brought the patient into the or, repositioned the ipg, re-sutured, and closed.

Event description:
Patient presented to the physician with ipg in the area of the armpit causing pain as it shifts. Physician brought the patient into the or and re-positioned the ipg medially.